Event description:
Surgeon was using the device to perform an epiphysiodes in a child. It was reported that the images show how bone stuck in the flutes of the reamer and sides of the guide wire causing the guide wire to jam in the reamer, which resulted in the guide wire being advanced.